Event description:
It was reported to philips that the co2 pump was not working which was causing the co2 to fail during operational testing. There was no reported patient involvement/adverse patient impact.